Event description:
This was third surgery for the patient thus the soft tissue has been become hard, and the l5/s screw was at a lateral angle, therefore, it was very hard to retract the soft tissue during the surgery. Hence, the surgeon was using the screw driver shaft instead of screw post in order to place the nut as he was retracting the soft tissue with the shaft, however, the tip of the shaft slipped off the screw, and the top of the screw cracked. The screw was replaced and the nut could not be placed correctly this time.

Manufacturer narrative:
Additional information has been requested and if made available,will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.